Event description:
A report was received that the patient had developed an infection at the lead site from the trial procedure. The patient had his scheduled lead pull and there was redness at the lead pull site. The patient was hospitalized and was prescribed antibiotics. No further information will be provided to bsn.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the lead site from the trial procedure. The patient had his scheduled lead pull and there was redness at the lead pull site. The patient was hospitalized and was prescribed antibiotics. No further information will be provided to bsn.